Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked from the filter. During a paclitaxel infusion the nurse was performing blood return checks and noted approximately 30 ml of clear liquid under chemotherapy bag. The infusion was stopped with 149 ml/98.6 mg remaining of 400 mg paclitaxel bag. The patient confirmed they had not exited the bed nor had anyone walked through the spill area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.